Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer had not been using the insulin pump for more than 48 hours at the time of the reported event. The customer stated she stopped using the insulin pump one week prior to the event because she ran out of insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 872 mg/dl at the time of incident. The insulin pump will not be returned for analysis.